Event description:
It was reported that the hv lead impedance measurement was low. The physician performed dft testing. The system could not rescue the patient and external defib was used. Device interrogation showed an alert for possible hv lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.